Manufacturer narrative:
This is one event for the same pt involving two separate products; associated MDR # 1225714-2013-03548, 1225714-2013-03549.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired in (B)(6) 2010 after the use of the product.